Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.(B)(4)

Manufacturer narrative:
The insulin pump was received with intermittent act button response due to corroded keypad traces, bleeding lcd glass and broken reservoir tube lip. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, broken belt clip slot, and cracked case at the reservoir tube window corners.

Event description:
It was reported that the up and down arrow were not responding. Then the customer changed the battery, but the buttons were still unresponsive. Advised the caller to discontinue use of the device and revert to back up plan. No further information was provided.